Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pain is a known observed and potential patient effect as listed in the omnilink elite electronic instructions for use. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the three omnilink elite stents were implanted from the left iliac to the right iliac artery on (B)(6) 2016. After the procedure, the patient had back pain. Several weeks later, the patient had swelling in her legs. The doctor prescribed her prednisone for the back pain, but it has not helped. A week after that, she began having left leg pain to the point where she is unable to stand on the left leg. No additional information was provided.